Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 2 bd micro-fine¿ +pro pen needles were difficult to operate and the cannula broke off. The following information was provided by the initial reporter : the patient reported that the drug solution did not come out well and the needle npe was broken.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd micro-fine¿ +pro pen needles were difficult to operate and the cannula broke off. The following information was provided by the initial reporter : the patient reported that the drug solution did not come out well and the needle npe was broken.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd micro-fine¿ +pro pen needles were difficult to operate and the cannula broke off. The following information was provided by the initial reporter : the patient reported that the drug solution did not come out well and the needle npe was broken.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 21-mar-2022. H.6. Investigation: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 2 bd micro-fine¿ +pro pen needles were difficult to operate and the cannula broke off. The following information was provided by the initial reporter : the patient reported that the drug solution did not come out well and the needle npe was broken.